Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated she got her device because she had a slip disc twice so the nerves went out on the patient's left side. The stated that something was wrong with the implant and the implant went out. The patient said she gained weight and the ins had moved. The patient then had the ins removed sometime in 2017. No further complications were reported. No patient symptoms were reported.